Manufacturer narrative:
On 6/22/2018 - we received a device evaluation. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed the ligature marks approx. 22 cm distal to the is-1 connector pin. Furthermore, abrasion marks along the lead body were observed. In particular, between 26.5 cm and 27.5. Cm, between 43 cm and 44 cm and between 49 cm and 51 cm distal to the is-1 connector pin the inspection revealed a rubbed through insulation. These findings can be considered as the root cause of the clinical observations. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Furthermore, cuts in the insulation were observed which occurred most likely during the explantation procedure. In addition, residuals of coagulated blood were found along the inner coil which were most likely introduced by means of stylets used during the explantation procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided follow-up data from the (B)(6) 2018 were investigated. The available iegms showed noise on the rv channel which led to shock delivery as reported in the complaint text. Furthermore the pacing impedance trend curve demonstrated an initial decrease from 2800 ohms in (B)(6) 2017 to around 600 ohms until (B)(6) 2017 with a subsequent sudden increase to >3000 ohms. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implantation duration of 47 months it was reported, that the patient received multiple inappropriate shocks. The lead was thus explanted on the (B)(6) 2018. It was furthermore reported that an ICD changeout was performed in (B)(6) 2017.